Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the op check failed. Patient involvement information is currently unknown, but no adverse event.

Event description:
It was reported to philips that the op check failed. Device was in clinical use at time of event. However, no patient harm reported. There was no adverse event. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.